Manufacturer narrative:
Log file analysis review date: (B)(4) 2015; log dates through (B)(4) 2015: power consumption above normal operating range. Additional notes: 28 high watt alarms have been logged since (B)(4) 2015. A rise in power consumption has been logged starting (B)(4) 2015 to a peak of 4.5 w on (B)(4) 2015 outside of normal power consumption. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from italy that the patient had a "rise in power consumption that has been logged starting (B)(6), outside of normal power consumption." "Patient was hospitalized on sept 10 and intravenous heparin administration was immediately started, but it was unsuccessful." "Intraventricular thrombolysis was administered on (B)(6) as per site standard protocol, but it was unsuccessful, so the pump stopped and was explanted on (B)(6)." It was stated that the "log files analysis are attached." It was also stated that "clinical and pharmacological data will be sent as soon as available. It was further stated that there was "implant of left and right paracorporeal supports." Site stated the patient had "organ damage for low flow." No additional information provided. Investigation is ongoing.